Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip and detached end cap. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the bottom. No harm requiring medical intervention was reported. The device will be returned for analysis.